Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 36 mg/dl at the time of the incident. The customer was driving and could not get their foot off the accelerator pedal and a teacher assisted them put brakes on the car. The customer was given soda and intravenous fluids to treat. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported pump physical damage. The customer also had four other low incidents. The insulin pump will not be returned for analysis.